Event description:
In cases where a dosimetrist is using a siemens linear accelerator where the mlc serves as a collimator jaw replacement, the mlc's define a straight edge in a port, and the collimator is set to coincide with this straight edge, xio underestimates the penumbral dose under this edge. No patients have been mistreated as a result of this problem.